Event description:
It was reported that during an unk procedure, the staples were malformed after the firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.